Event description:
The customer reported experiencing cgm error 42 on multiple occasions with the same pump, though they had not reset the pump in the past 24 hours due to this error. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump to resolve the issue. Customer did not disclose a backup method of insulin therapy.